Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review atrial lead exhibited noise and inappropriate ams episodes. The patient would continue to be followed.